Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of the incident. Customer was having issue with auto mode. Customer states that on new diet, not eating carbohydrates, basal rate was too high for new diet causing low blood glucose level, and auto mode turned off. The customer was assisted with troubleshooting and declined for low blood glucose and states that they feels cause of low was related to new diet without carbohydrates. The device will not be returned for analysis.